Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that twelve years, six months, and seven days post an inferior vena cava filter placement, the filter had allegedly titled with apex against the caval wall. It was further reported that the filter struts had allegedly perforated the inferior vena cava with one of the struts penetrating the aorta. It was also reported that the plaintiff underwent complex percutaneous retrieval, but the filter tilted with the tip embedded in the inferior vena cava wall and was allegedly detached. Reportedly, the tip of the detached filter was dissected free of the caval wall and the body of the filter was retrieved using jaws of life technique, and one of the fractured struts was retrieved by using forceps; however, a piece of the filter could not be removed and still remains embedded in the caval wall. The current status of the patient is unknown.